Manufacturer narrative:
(B)(4). Received information that the tissue pad did not detached but was melted. The event no longer meetings the criteria for a reportable event.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the tissue pad came off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.